Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed multiple inaccurate high results compared to a doctor¿s meter and a pharmacy meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca and a medical surveillance specialist. The patient alleged that that the subject meter had been displaying inaccurately high results since she purchased it 2 weeks prior to contacting lfs. She reported that she had compared the results against 3 different meters and alleged that results on the subject meter were ¿wrong all the time¿ and higher by 40-80 points. The patient was making the call from her local pharmacy where she reported that she had just obtained an alleged inaccurately high blood glucose result on the subject meter of ¿189 mg/dl¿ compared to ¿102 mg/dl¿ on the pharmacy meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication of metformin, diet and/or exercise. It was not clear from call whether she made any changes to her usual diabetes management routine after obtaining the alleged high results. She reported that on (B)(6) 2017, ¿they had to rush me into the doctor¿ because she was ¿feeling sick¿. She reported that she was told that her blood glucose level was ¿really low¿ and she was given glucose by an hcp. She reported that while at the doctor, an alleged inaccurately high blood glucose result of ¿161 mg/dl¿ was obtained on the subject meter compared to ¿89 mg/dl¿ on the doctor¿s meter. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Low blood glucose level requiring hcp intervention, after the alleged product issue began.